Event description:
Physicians were placing a peg tube endoscopically as they pulled the peg tube through the stomach and abdominal wall, the peg tube pulled all the way through the incision resulting in a failed placement. Ovesco clip placed endoscopically to close the defect in the stomach.